Event description:
The staff was attempting to pace a female patient (age unk) who was in an unstable condition. The device showed a blank display on the screen. The staff was able to obtain another device at the time of the alleged malfunciton. There was no adverse effect on the patient.